Event description:
Returned device analysis of the 2.0x12mm mini trek rx balloon dilatation catheter (bdc) identified that the distal shaft inner and outer members were separated. The hypotube was returned pulled out of the hub. It could not be confirmed whether the bdc separations occurred during or post-procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction - lot #. Correction - contact name and manufacturing site. Evaluation summary: visual and functional analysis were performed on the returned device. The reported rupture was unable to be confirmed; however, it is likely the noted separation at the inner and outer member is what was perceived by the account as a rupture. A cine was received and reviewed by an abbott vascular clinical specialist. The cine analysis concluded the angio films do not provide definitive visual evidence that there was a malfunction seen with the abbott device. No further conclusions can be made based alone on the images provided for this incident. A review of the lot history record identified one manufacturing nonconformities issued to the reported lot that may have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture or the noted inner and outer member separation, which the account likely perceived as the balloon rupture. The noted hub separation appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional xience proa device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a lesion in a coronary artery. A 2.0x12mm mini trek rx balloon dilatation catheter was advanced without reported issue and was inflated; however, the balloon was not able to hold pressure and was subsequently removed. A 2.75x18 xience proa rx stent delivery system (sds) was then advanced without reported issue and was attempted to be inflated; however, the shaft was noted to have a hole 15 cm proximal to the balloon/stent and pressure was escaping the device. While the sds was being pulled back [removed], a dissection occurred. The dissection was repaired. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.